Manufacturer narrative:
This device remains implanted, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient fell, unknown date, unknown injuries. Since the patient fell, this implantable cardioverter defibrillator (ICD) device and non-boston scientific left ventricular (lv) lead have been exhibiting high, out of range pacing lead impedance (greater than 2,000 ohms) and loss of capture. It was also reported that the right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition. The device remains implanted. No adverse patient effects were reported. Additional information was received that this left ventricular (lv) lead remains implanted, but has been deactivated (turned off). No additional testing or intervention at this time.